Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Patient later reported "physical pain if I bend over, the bag goes under my chest and I have to push it back in over that area. I was dissatisfied when I took off my bandages after surgery". Device remains implanted.